Event description:
It was reported that a bad lead connection was found during surgery on (B)(6) 2014. Troubleshooting did not solve the problem and there was ¿no stimulation feedback.¿ the lead was replaced. The patient was reported to be ¿overall ok¿ and there was ¿no influence¿ on the patient.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# va0cmvj, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 3389s-40, lot# va0cmvj, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of lead model 3389s-40, ln: va0cmvj, found no significant anomalies. The conductor coils were crushed in multiple locations. Severe crushing was seen 1 mm distal to the #0 connector with impressions in the outer insulation consistent with a very tight suture. (B)(4).